Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 with dizziness and a fall; they were admitted. Supratherapeutic international normalized ratio (inr) was noted. The patient was anemic, and hemoglobin was 7.5. The patient was transfused with 2 units and held anticoagulation. Following the transfusion, the bleeding resolved with a stable hematocrit test (hct). An esophagogastroduodenoscopy (egd) was performed and was negative for bleeding with no bleeding noted. Bleeding was not confirmed but was inferred from the need for transfusion and the patient's history of gastrointestinal bleeding prior to ventricular assist device (vad). On (B)(6) 2023 warfarin was resumed with inr goal of 2-2.5. They were discharged on (B)(6) 2023 with symptoms and bleeding resolved and a plan was made to monitor them outpatient. It was noted that it was attempted to have the patient stay in international normalized ratio (inr) therapeutic range and they have not had a recurrent gastrointestinal bleed since.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.